Event description:
While investigating a (B)(6) female pt's electrode belt for an unrelated issue, a reportable problem was discovered. The cable connecting the front therapy electrode to the distribution node was pinched. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the front therapy electrode to the distribution node was pinched between ECG a and ECG b. The pinching of the cable broke the pulse wire and -5v wire. The root cause of the pinched cable could not be positively identified but was likely excessive force. No adverse event resulted from the pinched cable and broken wires. The pt received a replacement electrode belt.